Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of non-sustained oversensing right ventricular oversensing (nsrvo) detected due to undersensing on the rv lead. Technical support suggested reprogramming changes; however no intervention has been taken at this time. The patient was stable with no consequences and will continue to be monitored.